Event description:
It was reported that a skin irritation causing itchiness, rash and redness had occurred while wearing the pod. The patient was diagnosed with inflammatory arthritis a few years ago. Patient visited a clinic and was prescribed topical steroid (mometasone cream).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.